Manufacturer narrative:
Of the 13 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to piston damage. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 13 malfunction events. A review of the events indicated that the one touch ping model pump experienced a rewind issue issue. These reports were received from various sources. The patients associated with this allegation range from 8-76 years of age and between 101 and 209 pounds. Of the reported patients, 7 were male, 6 were female, and 0 were unknown.